Event description:
The crossbow misfires, the arrows would not penetrate the meniscus or would not hold securely.

Manufacturer narrative:
Device not returned to the manufacturer so investigation has not been possible. If we will receive the device back we will create a follow-up report according to our investigation results.